Event description:
It was reported that the battery of this pacemaker appeared to be depleting prematurely, as the estimated remaining longevity decreased from 7 years to 4 years over the course of one year. At this time, the current plan is to reevaluate the patient in six months' time. It was noted that this patient is not pacemaker dependent. No adverse patient effects were reported.

Manufacturer narrative:
This device remains implanted; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.